Event description:
Device 3 of 3; reference MFR. Report#: 3006705815-2021-01425; reference MFR. Report#: 3006705815-2021-01426. It was reported the patient was unable to set their ipg into MRI mode due to high impedance being present on one of their leads. The patient was later admitted to the hospital (for an issue reported under MFR report#: 3006705815-2021-01423 and 3006705815-2021-01424) and their scs system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 3 of 3. Reference MFR. Report#: 3006705815-2021-01425; reference MFR. Report#: 3006705815-2021-01426.